Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor resets) was confirmed. As received, the monitor reset. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). During the flash memory test, the monitor produced a segmentation fault. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.